Manufacturer narrative:
At this time no conclusions can be made regarding the marlex (flat) mesh. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for an implant of an unspecified bard/davol marlex mesh (flat mesh) on (B)(6) 2008. Attorney alleges that the patient had subsequent surgical intervention due to the bard/davol marlex mesh (flat mesh). Attorney alleges emotional distress and the device was defective.